Manufacturer narrative:
Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: broken reservoir tube lip, missing reservoir tube o-ring. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack in the reservoir compartment and plastic of reservoir compartment broken. The customer stated that the reservoir was able to lock into place when inserted into insulin pump. No harm requiring medical intervention was reported. The device will be returned for analysis.